Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. H3 evaluation: product sample received for analysis. Complaint sample review : one complaint sample of drain without any trocar and with pre-attached adapter was received for evaluation, product was inspected visually and functionally and in reference to the complaint details. No negative observation was found (video of suction test). As per standard practice, 100% functional test and 100% visual inspection was carried out, before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. Documents review : not applicable, as lot number of the complaint was unknown, hence, batch history review was not performed. Retention sample review : not applicable, as lot number of the complaint was unknown, hence, retention sample review was not performed. Review of defective sample's image / video: not applicable, as there was no complaint sample image / video received for evaluation. Device history review: the manufacturing records could not be reviewed as the batch/lot number is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: lot number: ju1188, reservoir the product remains in the patient and is being used continuously, with air being frequently released. For continuous use, there were no problems with suction. There were no effects on the patient's condition. The following information was requested but unavailable: where did the air leak originate blake drain or j-vac reservoir? Did the drain and j-vac reservoir come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? How was the case completed? What is the current status of the patient? Could you please provide the lot number of the drain involved? Could you kindly perform and document the follow-up attempt for the product return?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a drain was used. When connecting as usual, and at the time of sending the patient to the ward, the reservoir swelled fully. Although taking out the air, the reservoir swelled immediately. The reported product was used to complete the case. The product remains in the patient and is being used continuously, with air being frequently released. There were no adverse consequences to the patient. Additional information was requested.